Manufacturer narrative:
This report is filed on june 21, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to open circuit electrodes and decrease in hearing performance. The patient was reimplanted with a new device during the same surgery.